Manufacturer narrative:
This report is submitted on january 06, 2017.

Event description:
Per the clinic, the patient experienced migration of the electrode array out of the cochlea; subsequently the device was explanted (date not reported) and the patient was re-implanted with a new device during the same surgery.